Event description:
Customer originally called in reporting cosmetic damage to his insulin pump. During the call, he mentioned that he was having issues with his reservoir. Customer stated the reservoir does not show signs of damage. He said that the reservoir leaks when he does an infusion set change. He no longer has the reservoirs. Customer was advised to call the help line if the issue occurs again. Customer's blood glucose level was around 300 mg/dl. He said his blood glucose was high was because his doctor needs to change the settings on his insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.